Event description:
A size 3 femoral component was implanted with a size 2.5 insert; this is against the insert's use with statement. This product is new; the product and sizing info was provided to the sales reps and the doctor but this mistake was still made.